Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer has developed skin irritation and bleeding around the stoma edge. This occurred about a week ago. She saw her doctor for a regularly scheduled visit. He did not look at the site but told her she needed convexity. Also the current product is too large for the stoma exposing the skin to effluent. Product use and skin care instructions provided.